Event description:
This pt offered no complaints pre-treatment. One hr into the treatment he complained of feeling sick and vomited. The dr. Was notified. Blood cultures were ordered. Thee treatment was ended thirty minutes early and he was sent to the hospital where he was admitted.before the treatment started the dialysis machine would not go into conductivity. The wands were switched and it went into conductivity. The conductivity was re-checked using a hand-held meter. This MDR is being filed because it went into conductivity using ro water aand acid. There was no bicaarb in the container.